Event description:
It was reported by clinician that the patient presented via merlin.net with many episodes of atrial tachycardia and atrial fibrillation, due to far-r oversensing. No changes had been performed, the patient would be brought into clinic for reassessment. No addition information was available.